Manufacturer narrative:
(B)(4). Concomitant medical products: vngd ps open intl fem rt 70, ref. 183112, lot j6183609. This product is manufactured by biomet (B)(4) orthopaedics, (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Remains implanted.

Event description:
It was reported that the patient underwent right knee arthroplasty on (B)(6) 2018. Subsequently, on (B)(6) 2018, it was reported that the patient underwent knee reoperation (procedure debridement).